Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. On (b)(6) 2026, the reporter (granddaughter) reported that the patient had been experiencing inaccurate Dexcom CGM readings for approximately two days, beginning on (b)(6) 2026. According to the reporter, the patient experienced significant vomiting and was subsequently taken to the hospital for evaluation. During the event, the Dexcom CGM reportedly displayed a glucose reading of approximately 47 mg/dL, while a fingerstick BG obtained at the hospital measured 1,337 mg/dL. The reporter further stated that the patient was experiencing confusion and disorientation. According to the reporter, the patient was diagnosed with diabetic ketoacidosis (DKA) and remained hospitalized for more than 24 hours. Treatment reportedly included IV Insulin; however, additional treatment details were not provided. The reporter stated that the DKA diagnosis had been confirmed through testing. It was noted that the patient was connected to a Tandem t:slim X2 insulin pump at the time of the event. At the time of reporting, the patient was described as feeling ¿fine.¿ No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of Diabetic Ketoacidosis.